Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus liberte' 2.25x28mm drug eluting stent to the calcified left anterior descending (lad) artery, but felt resistance upon removing the stent at the tip of the guide catheter. The stent dislodged in the lad, but was still on the wire. The physician tried to snare the stent without success. The stent migrated to the distal lad in perfect position between two side branches. At this point they trapped and crushed the dislodged stent with another taxus liberte', unknown size, and inflated it to high pressures. No patient complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.